Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during start-up, the device displayed the following error message: (1:17) 18v therapy supply out of range, value = 8.38. Further to launching the operating test, the message is no longer present, and the customer wants the device to be checked. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Further investigation has found that this case is duplicate of pr (B)(4). Thus, please refer to emdr report(MFR report number: 3030677-2024-03432) for further details.